Event description:
In 2003, a heartstring cannula was received by guidant cardiac surgery wtihout a complaint report. No patient complications were reported. Failure analysis performed showed that the toggle was broken on the harvesting cannula. This failure mode has been determined to be a reportable malfunction.